Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's sensor readings are off from his blood glucose. Customer's sensor reading is over 400 mg/dl, but customer's blood glucose is 217 mg/dl. Customer's sensor readings mainly stay above 400 mg/dl. Customer wore the sensor for about an hour and then customer received a sensor error alarm. Customer's practices proper insertion methods. The alarm occurred during initialization. Customer was advised the sensor may just need more time to start. Customer is using enlite sensors with a revel insulin pump. Customer was advised enlite sensors are only approved for use with the 530g system. Customer was advised to monitor the issue and call back if needed. Nothing further reported.